Manufacturer narrative:
Corrected data: h4. Device mfg date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter aortic bioprosthetic valve (tav), the valve failed due to an unspecified cause. The patient is currently being evaluated for a tav-in-tav procedure to address the valve failure. Additional information was received that a tav-in-tav has not been scheduled yet. Additional information was received that the valve failed due to severe regurgitation. Additional information was received that the severe aortic regurgitation was central regurgitation. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter aortic bioprosthetic valve (tav), the valve failed due to an unspecified cause. The patient is currently being evaluated for a tav-in-tav procedure to address the valve failure. Additional information was received that a tav-in-tav has not been scheduled yet.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter aortic bioprosthetic valve (tav), the valve failed due to an unspecified cause. The patient is currently being evaluated for a tav-in-tav procedure to address the valve failure.

Manufacturer narrative:
Updated data: b1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening injury occurred. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter aortic bioprosthetic valve (tav), the valve failed due to an unspecified cause. The patient is currently being evaluated for a tav-in-tav procedure to address the valve failure. Additional information was received that a tav-in-tav has not been scheduled yet. Additional information was received that the valve failed due to severe regurgitation.

Event description:
It was reported that approximately 5 years following the implant of a transcatheter aortic bioprosthetic valve (tav), the valve failed due to an unspecified cause. The patient is currently being evaluated for a tav-in-tav procedure to address the valve failure. Additional information was received that a tav-in-tav has not been scheduled yet. Additional information was received that the valve failed due to severe regurgitation. Additional information was received that the severe aortic regurgitation was central regurgitation. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve. Additional information was received that the valve-in-valve was performed approximately 20 days after the valve failure was identified.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.